Manufacturer narrative:
Corrected date of implantation.

Manufacturer narrative:
The following gore® excluder® iliac branch devices were implanted: (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.refer to field for the results of the imaging evaluation

Event description:
The following was reported to gore: on (B)(6) 2016 the patient underwent treatment of an abdominal aortic aneurysm and a right common iliac artery aneurysm with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. On (B)(6) 2016 paraplegia in the left leg was diagnosed which is caused by ischemia in vessel (s) at the t11 and t12 region. According to the physician the paraplegia is procedure related but not product related. All devices are patent and no vessel has been covered by the device. No reintervention has been done. The patient condition has improved and he is treated with walking therapy.